Event description:
A getting servo-u® ventilator that had passed pre-check use was placed on a patient. At the start of ventilation, expiratory cassette error was triggered, and exhaled values were reading zero. The patient was manually ventilated until a replacement ventilator was used. Biomed performed a test, and the cassette passed precheck use, but as soon as ventilation was started, the error occurred again. To rule out an issue with the ventilator, a new cassette was used, and the cassette passed the test and was able to ventilate as normal. The expiatory cassette was pulled and reported to getting.